Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was incorrectly displayed. Additionally, it was reported that the pump touchscreen was unresponsive. There was no reported adverse impact to the customers blood glucose level. Customer continued to use the pump for insulin delivery.